Event description:
Customer reported that when the alarm is set to both voice and tone, only the voice can be heard. The date when the issue was discovered is unknown. No patient incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned product confirmed the reported issue and revealed the pre-recorded voice message sounds, but only once when weight is removed from the sensor pad. The unit functions as it should when it is set to tone mode. The battery springs are corroded and there is battery leakage residue on the battery door. The aqualert water label indicator shows evidence of moisture. The led lens has been pushed into the case. (B)(4).